Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. Additional testing was performed to test the pacing amplitude and pulse width over a 72 hour period of time and normal amplitudes and pulse widths were observed. Laboratory testing was unable to reproduce the reported clinical observation and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed high threshold measurements one day post implant. Four days later, the patient experienced symptoms and loss of capture was observed. The pacemaker output was increased and the patient was monitored in the hospital. Intermittent loss of capture was observed again. The lead and pacemaker were explanted as it was suspected that the device may not have delivered the expected high output needed to maintain capture. The field representative suspected the lead did not have stable contact with the tissue since the threshold measurements varied.

Manufacturer narrative:
A new device and lead were implanted. As of today, the explanted products have not been returned for analysis. If the products are returned or if additional information becomes available, this report will be updated.

Event description:
The product was returned for analysis.